Event description:
It was reported the pt experienced a shocking or jolting sensation from their device when "something metal comes close to the device, like a belt buckle or leaning against something metal." It was stated palpating does not effect stimulation. It was stated the pt would visit their health care provider regarding the issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).